Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2020. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; inab inter; rec incont. Nonsurgical treatments: the patient was treated with other medication (please specify): antibiotics for the treatment of: constantly getting urinary infections. Treatment duration: constant uti's. The patient was treated with topical treatment (including oestrogen cream): ovestin for the treatment of: urinary tract infections.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.